Manufacturer narrative:
(B)(4). Tandem's pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple altitude alarms and multiple cartridge alarms (alarm 1) occurred. Customer was unable to clear the altitude alarm. Additionally, it was reported that the pump fill estimate was inaccurate and that an auto off alarm occurred. Customer's blood glucose was 241 mg/dl. Reportedly, customer had manual injections available as alternate insulin therapy. Tandem technical support educated the customer on the auto-off safety feature and recommended that customer contact their healthcare provider before modifying the setting.